Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. The shock impedance was 96 ohms, which is high but within normal limits. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.